Event description:
It was reported, the pt was experiencing a burning, stinging, and stabbing sensation on the right arm after the implant of the scs system. It was reported, the pt felt effective stimulation after reprogramming, but the discomfort remained. It was reported, the physician believed the issue was a secondary effect of the implant procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.